Event description:
It was reported that while the patient was in the coronary care unit, the atrial lead exhibited loss of capture, loss of sensing and low impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found an electrical short in the lead, as a result of the inner coil and inner insulation being damaged due to over-torque. This damage likely contributed to the reported electrical anomalies.